Manufacturer narrative:
Arjo was informed by the customer representative about an citadel plus bed malfunction. Following information reported, the backrest section of the bed twisted and collapsed unintended during use with a bariatric patient. The patient did not sustain an injury as an outcome of this event. The involved bed was evaluated by the arjo representative. During the device evaluation, the customer allegation was confirmed. It was found, that one of two backrest hinges was pulled out of frame as the backrest hinges bolt (fixing the hinge to the frame) was missing from unknown reason. Because one of the hinge dislocated, the backrest section of the bed twisted. This uneven force caused that the gas strut and the backrest actuator broke and the second hinge bent. It was also noticed there was a couple of scratch marks on the right side panel, however it was impossible to determine when those scratches appeared and if they could be linked to the reported issue. In conclusion, the backrest section of the bed twisted and collapsed unintended due to hinge malfunction so the citadel plus bed frame did not meet the performance specification at time of the event. The complaint was decided to be reportable in abundance of caution due to the reported malfunction which occurred during the use with the patient, although no injury occurred.

Event description:
Arjo was informed by the customer representative about an citadel plus bed malfunction. Following information reported, the backrest section of the bed twisted and collapsed unintended during use with a bariatric patient. The patient did not sustain an injury as an outcome of this event.